Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer did not mention any symptoms associated with their blood glucose levels. Customer's current blood glucose value was unknown and the blood glucose was 504 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 at 6:00 pm. The blood glucose value when admitted to hospital was 504 mg/dl. The customer complained about diabetic ketoacidosis. The customer's cause of hospitalization per healthcare professional's was diabetic ketoacidosis. Customer was wearing the pump at time of hospitalization. Customer was explained about the 2 high blood glucose rule. The product was not returned for analysis.